Event description:
Same cases as: 2134265-2015-02460 and 2134265-2015-02455. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter. The automatic pullback was not successful quite often. Furthermore, since the table side controller was not used, long view measurements (frame selection) were hard to perform using the touch screen control panel and mouse of the ilab ultrasound imaging system. Likewise, the system¿s software was observed to be not intuitive. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).